Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and permission to contact physician has been requested. No additional information is available at this time. Reason for reoperation: edema, pain, ¿active inflammatory process¿ with fever, ¿worried about the risks to the health¿, ¿radial creases¿ and ¿peri-implant heterogeneous collection.¿

Event description:
Patient reports right side edema, ¿intense discomfort¿, ¿active inflammatory process¿ with fever, ¿worried about the risks to the health¿, ¿radial creases¿ and ¿peri-implant heterogeneous collection.¿ device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., b.7.

Event description:
Additionally, patient reported ¿I started treatment with oral anti-inflammatory, which meant that the seroma did not increase, but it also did not regress.¿ patient will try to perform a guided puncture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient reports right side edema, ¿intense discomfort¿, ¿active inflammatory process¿ with fever, ¿worried about the risks to the health¿, ¿radial creases¿ and ¿peri-implant heterogeneous collection.¿ patient reported ¿I started treatment with oral anti-inflammatory, which meant that the seroma did not increase, but it also did not regress.¿ patient representative reported "lymphoma suspected" and "recurrent edema". Device remains implanted.